Event description:
It was reported that during use on a patient, a line pressure on the cs300 intra-aortic balloon pump (iabp) unit is not working and not picking up data. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. The unit passed all functional and safety tests and was handed back to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.